Event description:
It was reported by the customer that the pyxis medstation system ICU drawer 6 failed and displayed an error: "device not on bus". The customer had tried to recover the drawer and rebooted the device twice, but the error persists. This incident resulted in a delay in dispensing of medication as system would not turn on making entire pyxis inaccessible for an hour or so and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 6 failed due to the contamination issue. A field service engineer attempted to rectify the issue by replacing the retractor band in main drawer 6; however, this did not resolve the problem. Consequently, the main drawer's metal shavings were cleaned out, and all the components were reassembled after conducting visual inspections and thorough cleaning and the issue has been resolved now. The system functioned as intended after the field service engineer troubleshooted the device.